Manufacturer narrative:
(B)(4). Film evaluation results are: a review of pre-implant CT¿s and 3d film report revealed that the patient had a 5cm max diameter aaa. The infrarenal neck was severely angulated ~70 deg r-l. The proximal neck flow lumen diameter just below the renals measured ~23mm, and 1cm lower at the bottom of the neck tapered down to 24 x 17mm. The distal aortic diameter measured 3cm x 2cm and was extensively calcified. The iliac arteries were non-tortuous but severely calcified. The rcia diameter ranged from 13 ¿ 11mm, and the lcia diameter ranged from 15 ¿ 11mm. The right external diameter measured 6.6mm and the left external iliac diameter was 8.cm. Review of 2 still angio images during implant revealed that the endurant bifurcate was implanted into the angulated proximal neck. The bifurcate proximal graft margin was ~5mm below the right renal artery. Three aptus endoanchors were seen implanted into the right side of the proximal 1cm of the bifurcate; into the outer curvature wall of the aorta. The image also showed the delivery system from the undeployed endurant aortic cuff, which was positioned ~ 1cm above the bifurcate. No clear endoleak could be seen in this still image. The 2nd image showed that the endurant aortic cuff had been implanted ~5mm above the bifurcate; both renals were patent. No contrast was seen outside the stent graft, and no obvious stent graft issues or any endoanchor issues were observed. The stent graft limbs were not visible in the films provided. The cause of the lower than intended placement of the bifurcate during implant could not be determined from the images provided. Films during delivery, deployment and withdrawal of the bifurcate were not available for review. It is possible that implanting within the highly angulated and tapered proximal neck may have contributed. Lower than intended placement of the bifurcate, along with the angulated <(>&<)> tapered neck, also likely contributed to the reported proximal type I endoleak.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The aortic neck was 23.2 mm in diameter proximally and 23.9 mm with a length of 10 mm and 58 degree angulation. It was reported that the bifurcated stent landed lower than the physician wanted, and a type 1a endoleak was noted. The physician planned on using anchors prior to the case and they were used after the main body and limbs were implanted. A 28/28/49 endurant cuff was used to cover the bit of aortic wall between the bifurcated stent graft and the lowest renal artery and the endoleak was resolved. Images showed that aptus endoanchors were also implanted. The physician stated the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.